Event description:
Scrub tech noticed that the robotic husson cannula used over the laparoscopic ports was broken prior to patient use. The plastic around the cannula was cracked in half. The piece was taken off the surgical field and a new piece was called for to replace the broken one.